Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector (p55) needles were bent and broken. The following information was translated from japanese to english: verbatim: the customer reported that plastic needles were bent and broken before use.

Event description:
It was reported that the bd phaseal¿ protector (p55) needles were bent and broken. The following information was translated from japanese to english: verbatim: the customer reported that plastic needles were bent and broken before use.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-may-2023. H.6. Investigation summary: sample and photos received by our quality team for investigation. Through visual inspection, the tip of the protector spike is observed to be damaged, broken, and missing the spike, verifying the reported incident. A device history review was performed for the reported lot 2204114, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Five retained samples of the same lot were used for additional evaluation. The retained samples were inspected and no damage to the protector spikes was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage likely occurred during the assembly process when the piece moved between machines. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Upon visual evaluation, through visual inspection of the photos and reported device, the tip of the protector spike is observed to be damaged, verifying the reported incident. A device history review was performed for the reported lot 2204114, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Five retained samples of the same lot were used for additional evaluation. The retained samples were inspected and no damage to the protector spikes was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage likely occurred during the assembly process when the piece moved between machines.

Event description:
It was reported that the bd phaseal¿ protector (p55) needles were bent and broken. The following information was translated from japanese to english: verbatim: the customer reported that plastic needles were bent and broken before use.